Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. The customer visited the emergency room and was subsequently hospitalized in the ICU with a highest blood glucose (bg) level of 1346 mg/dl, although no injury or permanent damage was reported. The customer received treatment, including IV fluids, saline, insulin, and potassium to resolve the high bg. The customer was released on (B)(6) 2025. Reportedly, customer reverted to manual injections for insulin therapy.